Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) with soft cnnula found bent upon removal from infusion site. The batch 6008332 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 soft cannula found bent upon removal from infusion site. Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6008332 was manufactured according to the wi version 115, manufactured in the line inset 7, on 26/jul/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 11/jul/2025 against malfunction code evaluated soft cannula found bent upon removal from infusion site and lot 6008332 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to an infusion set bent cannula and hyperglycemia events. Blood glucose level was 398 mg/dl at the time of the event. Patient got treated with intravenous (IV) and fluids of saline and insulin. Patient was found positive for high ketones level. The duration of emergency room was for 11.5 hours. Patient was released from the hospital on (B)(6) 2025. No further information available.